Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was in ventricular tachycardia, which was detected as a non-sustained ventricular tachycardia due to undersensing. Therapy was not delivered. The implantable cardioverter defibrillator was reprogrammed. The patient was not symptomatic due to the event and was stable.